Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 pockets failed to register closed status. A field service engineer (fse) inspection found the drawer was closed before the cubie pockets, causing the failure. The drawer was manually opened and pockets were properly closed. The customer successfully recovered the pockets and accessed medications, and all functions tested normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6.1 had failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there was no adverse events or injuries reported based on this event.